Event description:
It was reported that there have been frequent fluctuations in the left ventricular lead thresholds. The impedance has also dropped. The clinician feels it may be due to an insulation breach. The atrial lead had far field r-wave oversensing, but it was resolved with a sensitivity adjustment. The patient also reports being dizzy at times. Both leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5568-45 implantable pacing lead, 2009 (B)(6); 6935 implantable defibrillation lead 2012 (B)(6); 6948m adaptor 2012 (B)(6). (B)(4).